Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured cardiogenic shock with a "possible" relationship to the impella device. Shortly after the impella implant, the patient went into cardiogenic shock. The patient was given vasopressors and intravenous fluids to help with the blood pressure. The patient endured pulmonary artery thrombus with a "possible" relationship to the impella device. After the impella was placed, a dressing was applied on the mediastinal site. The patient was to get a washout and sternal closure. During the procedure, a clot was noted in the pulmonary artery. The clot was removed (suction thrombectomy) in the catheterization lab. The patient continued to be treated with intravenous blood thinners for anticoagulation. The patient recovered with no sequelae. The patient endured worsening acute kidney injury (aki) with a "possible" relationship to the impella device. The patient became anuric which initiated continuous renal replacement therapy. Renal was consulted and following the patient throughout admission. It is unclear if patient had chronic kidney disease as part of their past medical history. However, upon admission, aki was noted prior to the impella. It was reported that the patient/event has not recovered/not resolved. Additionally, the patient had endured hemolysis with a "possible" relationship to the impella device. The pump was confirmed to be in the proper position on support. The patient had endured thrombocytopenia with a "possible" relationship to the impella device. Platelets were 139 at admission (baseline unknown). Lowest platelet level was 40. After the impella, trend continued downward. The patient received a total of two units of plasma and two units of platelets this admission. The patient had endured sepsis with a "possible" relationship to the impella device. White blood cells continued to increase and antibiotics were started. Blood cultures were found to be positive for gram pair cocci, vancomycin susceptible e. Faecalis and lactobacillus. The patient had endured atrial fibrillation with a "possible" relationship to the impella device. The patient was given fluids with digoxin and was monitored. The patient had endured respiratory failure with a "possible" relationship to the impella device. The patient was intubated after impella and remained intubated during support. The patient died after transitioning to comfort measures only. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the outcome.